Event description:
A malfunction was reported as the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt troubleshooting steps without success. Customer reverted to using an alternate method of insulin therapy.